Manufacturer narrative:
The meter and test strips have been returned to lifescan for evaluation. The evaluation of the products has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio pro meter read inaccurately high compared to another meter. The patient reported blood glucose results of "214 mg/dl" with a lifescan meter and "123 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement product(s). The patient did not have control solution for troubleshooting.